Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow up, the device was interrogated and the estimated longevity and battery bar did not have matching values. No action was taken and the device remains implanted and is being monitored. The patient is in stable condition.